Event description:
It was reported that insulin gauge on pump previously displayed a fill estimate that was much lower than expected, showing 55 units instead of caller¿s expected 250 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources for cartridge loading, and was advised by technical support to call back for troubleshooting if problem occurred again with an active fill estimate.